Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset multiple times. Reportedly, the first reset occurred when the customer first received the pump. The customer then began using the pump for insulin therapy and the pump reset again. The pump then became unresponsive and was unable to be turned back on. Customer reported blood glucose level was 110 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.